Event description:
As reported on (B)(6) 2023, when the ventralight st w/echo carton was opened for a procedure allegedly the syringe/inflation assembly package (tyvek pouch) was noted to have a hole in it. Another syringe/ inflation assembly was taken from a different carton and the procedure was completed. It was also reported that there was no damage noted to the outer packaging. There was no reported patient injury.

Manufacturer narrative:
As reported, when the ventralight st w/echo carton was opened for a procedure allegedly the syringe/inflation assembly package (tyvek pouch) was noted to have a hole in it. The tyvek pouch containing the syringe/inflation assembly was returned for evaluation. Visual evaluation finds no visible holes in the packaging. Testing was performed on the tyvek pouch and finds no holes, rips, or tears. No breach of the sterile barrier was identified. Based on the investigation performed and sample evaluation, the reported event was unconfirmed. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 189 units released for distribution in august,2022 sample evaluated.